Event description:
"4 (four) technical complaints were notified involving the following hospital material: first PICC basic kit neonatal" defective puncture needle ((B)(6)).

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.